Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 448 mg/dl other blood glucose level 120 mg/dl. Customer stated that insulin pump received calibration not accepted alert due to unstable blood glucose level. It was unknown if insulin pump's auto mode activated. Insulin pump will not be returned for analysis.